Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they just charged the implant up to 100% and when they turn the stimulation on they don't feel any stimulation. Patient stated that the implant got charged up fully but now they are not feeling stimulation and they are feeling a sharp pain on the left back side on the same side as the stimulator. Patient mentioned that they were just at the healthcare provider office and they did quite a few exercises and patient was feeling a pain. Patient noted that they think the pain is from the implant because it didn't start hurting until they turned the stimulation back on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.